Manufacturer narrative:
The investigation of the returned coil system found the implant coil damaged and separated from the pusher; however, no indications of thermal activation using a detachment controller was found on the pusher heater coil. Further inspection found the pusher bodycoil stretched at the transition area and the pusher hypotube kinked at the distal end. The investigation found the pusher¿s monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant and pusher damage, but the damage is consistent with the device experiencing forces exceeding the implant and pusher's yield strength. The returned microcatheter was found to be in good condition and would not have caused or contributed to the reported complaint.

Event description:
See h11.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that during a coil embolization procedure to treat an anterior communicating artery (acom) aneurysm, a coil was attempted to be implanted using a microcatheter. Resistance was encountered while advancing the coil through the microcatheter. After several attempts, the physician attempted to withdraw the coil but experienced difficulty. The coil subsequently prematurely detached inside the microcatheter. A second microcatheter and coil were used to complete the procedure. The final outcome was satisfactory. There was no reported patient injury, and no additional intervention was required. The patient is in good condition.